Event description:
According to the reporter, eight days post-op, the pt had a fever and stool liquid was mixed in drain. A re-op was performed and a leak was found near the anastomosis. Made an artificial anus, and the operation was completed. Sex: male. Procedure: lar.